Manufacturer narrative:
Device is combination product. Device evaluated by MFR: the synergy 3x28mm device was returned for analysis broken into 2 sections. The first section consisted of manifold/hub (per hub labelling (B)(4) synergy 28/3.00) and a 190mm long section of hypotube. A visual and tactile examination of the hypotube found a hypotube break 19cm distal to distal end of strain relief and a hypotube kink. The second section consisted of the broken hypotube, mid-shaft, inner/outer shaft polymer extrusion, balloon with crimped stent on, red tip. The lasercut region of the hypotube, stent strut formation and red tip demonstrated that this region was from a synergy device. Total length 126cm. A visual and tactile examination of the hypotube found a hypotube break 126cm proximal to the device tip and multiple hypotube kinks. A visual and tactile examination of the shaft polymer extrusion found no issues. The balloon was reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. An examination (visual and via scope) of the crimped stent found no issues with the stent. There were no signs of damage, stretching or lifting of the stent struts. The stent showed no signs of movement and was set between the proximal and distal marker bands. The crimped stent od (outer diameter) was measured by snap gauge and is within max crimped stent profile measurement specification. The crimped stent length was measured and is within the crimped stent length specification. An examination (visual and via scope) of the tip identified tip damage. No other issues noted.

Event description:
Reportable based on device analysis completed on 18 february 2019. It was reported that the stent balloon expandable could not cross the intended lesion. The target lesion was located in the mid left anterior descending. During a percutaneous coronary intervention, a 3.00 x 28 synergy ii drug-eluting stent was selected for use but it could not cross the lesion. No patient complications were reported. However, returned device analysis revealed hypotube fractured.